Event description:
The customer reported to olympus, sudden loss of vision on the camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered sudden loss of vision, cable was loose and corrosion on the head part adapter mount. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the cable disconnection was due to an application of a heavy load which caused damage to the camera head cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.